Event description:
Event verbatim [preferred term] burn blister/felt itching and burning afterwards [burns second degree] , inflammation with pus/infected wound [burn infection] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t38964, expiration date (B)(6)2020, on (B)(6)2019 for back pain. The patient medical history and concomitant medications were not reported. Thermacare has been administered on (B)(6)2019 from 10 am to 4 pm. The patient had not used the product directly on the skin as she wore a t-shirt underneath it. She felt itching and burning afterwards. When she reached where the heatwrap has been, she noticed a burn blister on (B)(6)2019 which had opened already. She treated the wound with an ointment for burns at once which did not help but an "inflammation with pus" occurred in (B)(6)2019. She had to see her physician who gave her an antibiotic ointment. She sent a picture of the infected wound. She has called the "hotline" but she did not hear back from them. She was very angry and will take a lawyer if she did not hear back from pfizer. In the morning of the (B)(6)2019 she experienced a common cold, she was just about to start into a holiday trip. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the events was unknown. Follow-up ((B)(6)2019): new information received from the same consumer included: product data (usage period, indication) and event data (new event "inflammation with pus/infected wound" and treatment information) no follow-up attempts are possible. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: updated coding of event "inflammation with pus/infected wound" from wound infection to burn infection. Company clinical evaluation comment based on the information provided, the events of burn blister and burn infection as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Event common cold is non-serious, and assessed as not associated with the use of the device., comment: based on the information provided, the events of burn blister and burn infection as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Event common cold is non-serious, and assessed as not associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blister/felt itching and burning afterwards [burns second degree] , inflammation with pus/infected wound [wound infection] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t38964, expiration date jul2020, on (B)(6) 2019 for back pain. The patient medical history and concomitant medications were not reported. Thermacare has been administered on (B)(6) 2019 from 10 am to 4 pm. The patient had not used the product directly on the skin as she wore a t-shirt underneath it. She felt itching and burning afterwards. When she reached where the heatwrap has been, she noticed a burn blister on (B)(6) 2019 which had opened already. She treated the wound with an ointment for burns at once which did not help but an "inflammation with pus" occurred in jun2019. She had to see her physician who gave her an antibiotic ointment. She sent a picture of the infected wound. She has called the "hotline" but she did not hear back from them. She was very angry and will take a lawyer if she did not hear back from pfizer. In the morning of the (B)(6) 2019 she experienced a common cold, she was just about to start into a holiday trip. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the events was unknown. Follow-up (17jun2019): new information received from the same consumer included: product data (usage period, indication) and event data (new event "inflammation with pus/infected wound" and treatment information) no follow-up attempts are possible. No further information is expected. Company clinical evaluation comment based on the information provided, the events of burns second degree and wound infection as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Event common cold is non-serious, and assessed as not associated with the use of the device., comment: based on the information provided, the events of burns second degree and wound infection as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Event common cold is non-serious, and assessed as not associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blister/felt itching and burning afterwards [burns second degree] , inflammation with pus/infected wound [burn infection] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t38964, expiration date jul2020, on (B)(6) 2019 for back pain. The patient medical history and concomitant medications were not reported. The patient use thermacare on (B)(6) 2019 from 10 am to 4 pm. The patient had not used the product directly on the skin as she wore a t-shirt underneath it. She felt itching and burning afterwards. When she reached where the heatwrap has been, she noticed a burn blister on (B)(6) 2019 which had opened already. She treated the wound with an ointment for burns at once which did not help but an "inflammation with pus" occurred in (B)(6) 2019. She had to see her physician who gave her an antibiotic ointment. She sent a picture of the infected wound. In the morning of the (B)(6) 2019 she experienced a common cold, she was just about to start into a holiday trip. The action taken in response to the event for thermacare heatwrap and outcome of the events were unknown. Product quality complaint group provided investigation results as follows: severity of harm: s3. Conclusion (from complaint intake, triage, and investigation): based on the complaint narrative, the patient sustained a burn injury with itchiness and blisters that inflamed leading to pus production after product use. The patient required medical intervention for wound treatment with a topical antibiotic. Review of complaint description concludes there is no device malfunction. Conclusion (from manufacturing site): the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused two blisters and itching. The cause of the wrap causing blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (17jun2019): new information received from the same consumer included: product data (usage period, indication) and event data (new event "inflammation with pus/infected wound" and treatment information). No follow-up attempts are possible. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: updated coding of event "inflammation with pus/infected wound" from wound infection to burn infection. Follow up (24oct2019, 25oct2019): new information received from product quality complaint group includes: severity of harm, investigation conclusion (from citi, and manufacturing site). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the events of burn blister and burn infection as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Event common cold is non-serious, and assessed as not associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burn blister and burn infection as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Event common cold is non-serious, and assessed as not associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Severity of harm: s3. Conclusion (from complaint inquiry, triage, and investigation): based on the complaint narrative, the patient sustained a burn injury with itchiness and blisters that inflamed leading to pus production after product use. The patient required medical intervention for wound treatment with a topical antibiotic. Review of complaint description concludes there is no device malfunction. Conclusion (from manufacturing site): the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused two blisters and itching. The cause of the wrap causing blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] experienced 2 burn blisters/which was burning and itching [burns second degree], common cold [nasopharyngitis]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t38964, expiration date jul2020, from (B)(6) 2019 at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient had bought a thermacare for back pain (heatwrap, dry) on (B)(6) 2019. She had not used the product directly on the skin as she wore a t-shirt underneath it. She experienced two burn blisters on (B)(6) 2019. She wanted to tell that to the pharmacy but couldn't do it. In the morning of the (B)(6) 2019 she experienced a common cold, she was just about to start into a holiday trip. The patient complained that she wasn't called back. She reported that she had worn a thin t-shirt and had experienced a burn blister which was burning and itching. She claimed to receive a compensation or a written explanation how this issue will be treated. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.